Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found with a broken ceramic sleeve. The entire ceramic sleeve was no longer present at the distal end of the wrist. Missing material was not returned by the customer which measured approximately 0.16 x 0.16. The known common cause of this failure is mishandling/user error. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
The instrument has not been returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, three fragments from the instrument broke off and fell inside the patient and were retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, three fragments from the permanent cautery hook instrument broke off and fell inside the patient. There was minimal delay and the procedure was completed with another instrument. On january 31, 2017, intuitive surgical inc., (isi) received additional information regarding the patient, that the patient had been discharged home and did not suffer any injuries as a result of the event. The instrument was in use for approximately five minutes when the three pieces fell inside the patient, the pieces were removed using traditional laparoscopic technique during the same procedure. No post-operative tests or x-ray was performed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.